Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0015 / FDA-2015-n-2781-0598, awareness date 14-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure(fallopian tube occlusion insert) inserted for 3 years. Consumer's father reported that his daughter had so much pain. Essure perforated her fallopian tube and she recently had surgery to remove it. Pathology showed she had endometriosis. She was still experiencing unexplained dizzy spells. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for 3 years and experienced pain and fallopian tube perforation. Both events are serious due to medical importance and listed according to reference safety information for essure. Pain and fallopian tube perforation may occur during the device therapy, since both events were reported after essure placement, causality cannot be excluded. Considering that surgical removal was required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result was provided on 11-sep-2015. Ptc global number is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for 3 years and experienced pain and fallopian tube perforation. Both events are serious due to medical importance and listed according to reference safety information for essure. Pain and fallopian tube perforation may occur during the device therapy, since both events were reported after essure placement, causality cannot be excluded. Considering that surgical removal was required, this case is regarded as incident. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.